Manufacturer narrative:
The customer only returned the suspected contour next link 2.4 meter. No test strips were returned for evaluation. Therefore, in-house contour next test strips from lot # 8hpeb04a were tested with the returned meter, which gave satisfactory performance.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
An advocate from (B)(6) reported that the customer's blood glucose readings on the contour next link 2.4 meter taken within 10 minutes were over 50 percent different. No specific readings were provided. Based on one of the high reading, the customer received additional insulin from her insulin pump. Later, she experienced symptoms of hypoglycemia. The advocate gave high sugar sweets to the customer, after which she stabilized. The customer was advised to return the product for evaluation. A replacement meter kit was sent to the customer.